Event description:
It was reported that both the right atrial and right ventricular leads were dislodged. The leads were not capturing or sensing. Possible twiddler's syndrome. The leads were explanted and replaced. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies found. However, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage. (B)(4) the full lead was returned, analyzed, and no anomalies found. However, the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, the lead was stretched, and there was apparent explant damage.